Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. Reportedly, the cause of the low bg level was due to the customer exercising and not eating enough to compensate for the exercise. The customer addressed low bg level by consuming carbohydrates. Customer discussed low bg levels with the health care provider (hcp) and stated that the hcp adjusted pump settings to address impacted bg levels.